Manufacturer narrative:
The recipient reportedly elected to undergo revision surgery for a technology upgrade.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.